Event description:
It was reported to philips that the frozen screen on blue rdt philips "a philips company" when turning on the unit, cannot go past this screen despite all attempts to turn it on/off, pressing other buttons.